Event description:
It was reported that seven days after the ventricular assist device (vad) implant procedure the patient experienced supra ventricular tachycardia (svt) with rates between 130-140s and the patient was treated with intravenous (IV) therapy. The patient's implantable cardioverter defibrillator (ICD) was interrogated and revealed frequent runs of atrial tachycardia/atrial fibrillation with rapid ventricular rate (rvr), frequent premature ventricular contractions (pvc) and non-sustained ventricular tachycardia with the fastest rates between 155-160. The electrophysiologist increased anti-tachycardia pacing attempts from two to six. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced supraventricular tachycardia and was treated with intravenous therapy. The patient's implantable cardioverter defibrillator (ICD) was interrogated and revealed frequent runs of atrial tachycardia/atrial fibrillation with rapid ventricular rate, frequent premature ventricular contractions, and non-sustained ventricular tachycardia. Based on the available information, including the occurrence of the event seven days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmias are a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental rr is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.